Manufacturer narrative:
The investigation for the reported issue has not yet been completed. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure which triggers the ¿purge pressure high¿ alarm message could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported a 63-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a bipella support for a patient admitted post syncopal episode and known cardiac disease. The rp flex - cp support was ongoing when after a day of support the rp flex pump stopped. The stopped pump was restarted. The rp had "heparin" running while the cp had bicarb in the purge. The rp and cp remain on for support despite the malfunction.

Manufacturer narrative:
The investigation into the pump stop and the removal issues has been completed since the original report was filed. The device was returned and tested after arriving in fs. The pump stop was unable to be reproduced in the lab. Data logs and returned product showed no evidence of biomaterial. The clinical states that the distal end of the patient's PICC line had been found to be in the inflow cage of the pump upon explant. The root cause of the temporary pump stop was most likely an interaction with the PICC line.